Event description:
It was reported that there was an infection in the device pocket and the entire system was explanted. It was noted that cultures was obtained and the device would be sent back. It was later reported that the signs and symptoms of infection included swelling and pain. It was stated that perioperative antibiotics were administered, intravenous antibiotics were administered, and the infection was resolved. It was also noted that the culture sources were device pocket and lumbar region, but the type of organism cultured was unknown. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3888-33, lot# va02dn8, implanted: 2012 (B)(6), product type lead, product ID 3888-33, lot# va02dn8, implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).